Event description:
Health professional reported an alleged lap-band erosion. Device removed but not replaced. No further info has been provided. Further follow-up is being conducted.

Manufacturer narrative:
Taper ii medwatch sent to FDA on: (B)(4) 2011. Allergan has received the product however the device, however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."